Event description:
Revision surgery to exchange the poly inserts occurred due to ligament laxity.

Manufacturer narrative:
Revision surgery to exchange the poly inserts occurred due to ligament laxity. Review of the device history record indicates that the device was manufactured to specification.